Event description:
The customer reported channel error. There was no patient involvement.

Manufacturer narrative:
Correction: g1, g3, g4, g7, h2, h3, h6, h10, h11. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of channel error was due to the cable. Reconnected ferrite cable into power supply connector for error 571.6241. Replaced broken right iui and corroded left iui. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2019, to the present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported channel error. There was no patient involvement.